Event description:
The manufacturer received information alleging breathing error detected visible with pneumatic test. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the error log was checked and an error code related to the oxygen blending module was found. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The oxygen blending module harness needs replaced to address the issue. Also, an error code related to o2 flow was found. Evt_o2_flow_stuck means o2 flow communication ceased and the sensor is reporting the same value. The oxygen blending module subassembly needs replaced to address the issue. Additionally, not related to the reportable error codes, an error code related to the calibration data table was found. Two error codes related to voltage were found. Evt_voltage_3vs3_fail means the 3.3v supply rail exceeded or dropped below threshold due to component tolerance/drift. Evt_voltage_5vs2_fail means the 5v supply rail exceeded or dropped below threshold due to component tolerance/drift. The system board needs replaced to address these issues. Also, an error code related to o2 was found. Evt_o2_pressure_railed_low means the o2 pressure sensor railed to maximum negative value. The oxygen blending module subassembly needs replaced to address the issue.